Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, procedure went without issue; however, at the end of the delivery system balloon inflation (balloon was held up only for a count of 1), the balloon burst and there was immediate blood in the inflation device. The valve was secured in the annulus. A transthoracic echocardiogram revealed no paravalvular leakage. There was no effusion. During discussion with doctors as to whether any resistance was felt when removing the delivery system balloon through the sheath, it was stated the delivery system was removed and carefully pulled into the esheath+ with little to no additional resistance. Upon inspection of the balloon, there was a tear on the aortic side of the balloon.

Manufacturer narrative:
The investigation for this report is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the investigation. B.4, g.3, h.2, and h.3 have been updated. Sections h.6: type of investigation, investigation findings, investigation conclusions, and h.10 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned delivery system was visually evaluated. The balloon shaft was bent, likely due to packaging and the balloon was burst longitudinally. Due to the condition of the returned device, no functional testing was able to be performed. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Evaluation of imagery provided determined calcification was present in the access vessels and landing zone. A video of the balloon rupture showed the balloon ruptured during valve deployment. In this case, the balloon burst was confirmed. The available information suggests (patient factors - vessel and annular calcification) contributed to the reported event, as the provided imagery revealed calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.